Event description:
It was reported that shaft break occurred. The patient underwent coronary stenting procedure. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, in the process of advancing the balloon into the guide catheter, it was found that the balloon was broken in the middle part, and the broken position was about 40 cm away from the head. The device was removed directly and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. At 75.8cm distal from the strain relief, the hypotube was separated. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The patient underwent coronary stenting procedure. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, in the process of advancing the balloon into the guide catheter, it was found that the balloon was broken in the middle part, and the broken position was about 40 cm away from the head. The device was removed directly and the procedure was completed with a different device. There were no patient complications nor injuries reported.